Event description:
Litigation papers allege the patient was implanted with an asr device and continues to suffer from injuries and damages of a permanent and lasting nature and discomfort. Update: (B)(6) 2012 - plaintiff's fact sheet was received. The product/lot was updated. Patient was revised on (B)(6) 2010, (B)(6) 2011 (patient is bilateral, unk which side was revised on which date).

Event description:
**Update** (B)(4) 2013 - medical records were obtained for both hips. Medical records indicate patient was revised on the left side due to clunking, pain, metallosis, brown-yellow fluid, debris and scar tissue. Medical records indicate patient was revised on the right side due to loosening, pain, significant dark synovitis, yellow fluid, and catching/jumping of the implants when taken through a range of motion. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.